Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the inflatable penile prosthesis (ipp} reservoir was causing pain as it was intertwined with hernia mesh in the patient groin; the mesh had been placed following the ipp initial implant. The reservoir was drained and remains implanted due to it being intertwined with the hernia mesh. The mesh was trimmed, and a new reservoir was placed on the contralateral side. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp} reservoir was causing pain as it was intertwined with some hernia mesh in the patient groin. The reservoir was drained and remains implanted due to it being intertwined with the hernia mesh. A new reservoir was placed on the contralateral side. No further patient complications were reported.